Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with an 8f sheath after a premature ventricular contractions (pvc) ablation interventional procedure. The marker lumen was successfully prepped prior to use. Reportedly, pulsatile blood flow was not observed from the marker lumen when the proglide device was inserted into the artery. The proglide device was removed and flushed successfully outside the anatomy. The proglide device was inserted again into the artery; however, pulsatile blood flow was not observed from the marker lumen. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿pulsatile blood flow was not observed from the marker lumen¿ was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.